Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photograph, no fluids or bubbles were observed. Without a physical sample, the pump set alarm of air in line could not be replicated. A detachment was observed between the low- pressure check valve and the caresite y-site valve. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. Based on clinical usage, excessive force applied perpendicular to the rigid-to-rigid connection increases the risk of port breakage. Although the exact root cause is unable to be determined, possible cause is due to increased force against the rigid-to-rigid joint. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of problem: discovered m8s04 that started @ 0730 and was to run over 2 hrs had completely infused by 0830. Pump alarming air in line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.